Event description:
The patient later presented for a revision surgery. Impedance was noted to be ok prior to surgery and a lead revision was not performed, only the generator was replaced, where impedance remained ok.

Event description:
It was reported that the patient was seen with high impedance and was scheduled for a lead revision. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. This event information was initially reported in MFR report # 1644487-2024-01344 and referenced in corresponding MFR report # 1644487-2024-01341 as the incorrect serial number was inadvertently reported when reporting the high impedance. This erroneously indicated that two high impedance events seen on two distinct suspect products were the same event on the same suspect product. This was discovered and corrected when the representative received a session report on (B)(6)2024 that confirmed two distinct events of high impedance occurred on two distinct suspect products. MFR report # 1644487-2024-01458 was created to capture the high impedance seen on the second suspect product as it was now confirmed that two separate events had occurred.

Event description:
Internal generator data was received and reviewed.

Event description:
Additional information was received that high impedance was seen again and the generator was disabled. X-rays were taken and showed no gross lead fractures, the x-rays have not been received by the manufacturer for review. The patient was referred for a lead revision. No known relevant surgical intervention has occurred to date.